Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 156 mg/dl. The customer stated that the device has not dropped or bumped. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 156 mg/dl. The customer stated that none of the buttons are working. The customer stated that device has not been dropped or bumped. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.